Event description:
It was reported, the patient had their vns therapy system removed because "they did not like it". An error message was seen on the generator in product analysis saying that the generator was at end of battery life. It was determined the generator was not at end of battery life. The generator is at manufacturer pending completion of analysis to determine what caused the error message.